Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator, and header bag. The device is subjected to visual analysis and functional testing. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device was attempted to be reset to the forward lock position as part of functional testing; however, a kink developed at the carrier tube proximal end, preventing deployment. The device sheath is cut to reveal dried blood. The returned sample contains the anchor in the device distal tip; however, the device was unable to be deployed as part of functional testing due to dried blood in the carrier tube. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the arteriotomy locator was inserted correctly into the sheath with proper clicking, and the position of the dilator was verified. Insertion of sheath and dilator over the provided guidewire was completed without any issues. Mounting of the delivery system proceeded without problems. The system retracted until the delivery system clicked into place. The patient was not harmed, and hemostasis was achieved by manual compression. The retraction of the entire system was slow. No resistance was felt along the vessel wall. The system could be completely removed without any visible anchor or collagen. The puncture site was manually compressed. All steps were properly carried out by an experienced user. The patient experienced no medical complications. Unfortunately, the outpatient had to be admitted as impatient, which had a negative impact economically and in terms of time. No patient details were available due to data privacy. The procedure performed was a ptca. The introducer sheath used was 6 french. There were no difficulties with arterial access, the sheath, the guidewire, or catheter insertion. No angiogram was performed prior to deployment. The patient was stable. No blood loss was reported. No medical devices were used in conjunction with the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age or date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.